Manufacturer narrative:
Abbott field service (fsr) reviewed the architect c1600369 logs which showed two samples had evidence of poor sample quality. The customer also stated that one of the pre-analytics sample sorter had the small sample volume detection disabled. The fsr replaced, cleaned, and/or adjusted a variety of parts. The customer provided results (attachments) with notes added about the samples (clot, floater, and hemolyzed) indicating an issue with sample handling/integrity. A review of the architect c1600369 service history did not identify any contributing factors on or around the date of the complaint. A review of tickets for c16000 found no similar complaints and no trends associated this complaint. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review the architect system operations manual and architect c16000 system and support manual provides information regarding component replacement and troubleshooting of the described issue. A potential use error cannot be ruled out since the instrument logs and attachments showed an issue with sample integrity/handling for multiple samples. Based on the investigation no product deficiency of the architect c16000 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information; patient identifier - multiple = (B)(6).

Event description:
The customer reported falsely decreased sodium (na) results on two patients. The results provided were: (B)(6) = 127 / 117 / 126 / 126 mmol/l; (B)(6) = 118 / 131 / 131 /131 mmol/l. There was no reported impact to patient management. There was no additional patient information provided.